Event description:
The following article was received based on a literature review: article: transient crystalline lens deposits following the insertion of a phakic sulcus-fixated collamer intraocular lens in a hyperopic eye. A case report on one eye was done to report crystalline lens deposit formation following implantable collamer lens (icl) implantation for the correction of hyperopia. A (B)(6) male underwent right eye insertion of a non-toric phakic sulcus-fixated collamer lens 2 weeks after undergoing peripheral iridotomies. During the procedure, an additional viscoelastic healon ovd (abbott vision) injection was used. Adverse events reported were as follows: nausea and vomiting (intervention: IV ondansetron). Increased iop (intervention: oral acetazolamide). Increased anterior chamber reaction (intervention: topical steroids). Diffuse whitish deposits on the anterior surface of the crystalline lens (intervention: oral prednisone). Mid-dilated / sluggish pupil. No further information has been provided.

Manufacturer narrative:
Sections age, weight & ethnicity: information unknown / not provided. Date of event: exact date was not provided, article acceptance date is 9 january 2020. Model #: information unknown, as product lot number was not provided. Lot number: information unknown / not provided. Expiration date: information unknown, as the lot number was not provided. UDI number: UDI number is unknown, as the lot number was not provided. If implanted, give date: n/a. The healon product is not an implantable device. If explanted, give date: n/a. The healon product is not an implantable device; therefore, not explanted. Initial reporter's establishment name and address: unknown/no information. Phone number: information unknown / not provided. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and lot number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. Citation: el khatib, l., hatoum, k., a., moukhaddera, m., h., anais el salloukha, n., awwada, t., s., transient crystalline lens deposits following the insertion of a phakic sulcusfixated collamer intraocular lens in a hyperopic eye. American journal of ophthalmology case reports. Volume 17, march 2020, 100598. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6 - health effect-clinical code: 1932 - inflammation. Section h6 - health effect-clinical code: 4581 - appropriate clinical signs, symptoms, conditions term/code not available and health effect-clinical code:1845 - eye injury have been considered not applicable to this event anymore. Therefore, they should not be taken into consideration under medwatch. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.